Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve upon deployment the valve was 80% r released at 5mm. Upon release the valve migrated upward 4mm resulting in moderate paravalvular leak. The valve was snared into the ascending aorta. A second valve was successfully implanted. No adverse patient effects were reported.